Event description:
Caller alleged poor precision with the meter. Results as follows: inration: 4.2 1st fs, 3.1 2nd fs, 3.2 1stfs, 2.6 2ndfs.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060103: in 2006, first inr = 432, second test inr = 3.1; mean = 3.65 ; sd = 0.77; %cv = 21.3%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be investigated. Inratio precision data provided by end-user lot 060103: in 2006, first test inr = 0.42, second test inr = 2.6; mean = 2.9 ; sd = 0.42; %cv = 14.6%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.